Event description:
The customer states that a false positive architect stat troponin-I assay result of 0.104 ng/ml was reported from the lab. The customer uses a cut-off value of 0.03 ng/ml. The patient was admitted with chest pains and with a cpk value measured at 400 u/l and a ck-mb value at 800 ng/ml. A coronary angiography was performed, which yielded negative results. The customer suspects the existence of a macro ck. There is no further impact to patient care reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Accuracy testing was performed with in-house reagents of the architect stat troponin-I assay lot 21173un11. Test panel 1 (list (B)(4)) was run six times against a valid calibration curve on one architect platform. All results fell within the acceptance range of 0.22 to 0.42 ng/ml. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the customer's current issue. Based on the information provided by the customer and the results of this current evaluation, there is not enough information to reasonably suggest that a malfunction occurred. No retest of the sample was performed by the customer and no sample was made available for this evaluation. No additional issues were identified.